Event description:
It was reported that the boston scientific lv lead was removed because of damage incurred during the extraction of a medtronic lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).